Event description:
It was reported that the patient experienced an intermittent sharp/ stabbing pain below their right shoulder blade with stimulation on. No abnormality was found via x-ray. Impedance check revealed high impedance on one of the cervical leads. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue. Reportedly, therapy was restored post op. Investigation was unable to determine which of the leads had the high impedance.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(6), serial: (B)(6), batch: a000101928.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the intermittent sharp/ stabbing pain has resolved post op.